Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 147mg/dl, 187mg/dl. Tests were done within <10 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.